Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0056 showed twelve other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from a facility in china.

Event description:
It was reported that the extension tubing was unable to be engaged with the oversleeve portion.